Manufacturer narrative:
The investigation has been completed. The failure mode was changed to delivery issues as this is what was alleged and the case was aborted. Both the pump and guidewire were damaged as a result of this issue. The medical doctor felt resistance when trying to remove the wire and afterwards the wire and pump appeared kinked on fluoroscopy and had to be removed. The patient was obese. No other patient conditions were mentioned. The cause of the delivery issues was most likely use related as resistance was felt when removing the wire and excessive force likely was applied due to this. The wire and pump alleged to be kinked as a result but not returned to confirm with investigation. H.6 due to investigation results, code 3036 and 2889 should not have been coded on initial manufacturer device report number 1220648-2024-18746. Codes 2682 and 829 were added due to investigation results.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp placed over the .018 wire for support of a patient admitted in with a st elevated myocardial infarction (stemi). The patient had delayed support for the stemi. The patient had left the hospital and then returned. The patient had mitral valve disease, coronary artery disease, and pulseless electrical activity and cardiopulmonary resuscitation during the cardiac catheterization lab support. The first impella cp was accidentally pulled from the left ventricle and the second impella cp (subject device) was kinked during delivery. The patient expired.